Event description:
It was reported that one day post-implant, the pocket was re-opened due to high lead impedance. Improper lead connection to the pulse generator was noted. After using lubricant to re-insert the lead correctly into the device header, all parameter values were normal. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.